Event description:
It was reported that an unexpected reset occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer delivered a correction bolus via the pump to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.